Event description:
It was reported via repair work order that both outer base tube weldments were cracked where the tube meets the casting, this could effect the cots stability. There were no sharp edges reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.